Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24 ga x 0.75 in prn slm experienced blood leakage. The following information was provided by the customer: it was found blood leakage at adaptor then change a new one. Md registration certificate# (B)(6).

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305887. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally , although a sample could not be provided, our engineers were able to determine, through previous investigations, that the root cause for this event is an oversized component found on the interior of the adapter housing. We are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, we are optimizing our swaging process by increasing the depth of housing cavities to accommodate the component, and working with component manufactures to reduce the average size of the affected component. CAPA#642738 has been initiated.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced blood leakage. The following information was provided by the customer: it was found blood leakage at adaptor then change a new one. Md registration certificate# (B)(4).